Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. E1: patient city: (B)(6). Patient country: united urab emirates. (B)(6). Country: USA. Imdrf cause investigation code: code b24 is not available in database to capture event. Additional information - this medical device report is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system search: a query was run in the electronic quality management system on 13/may/2026 against "lot number" "5409907" and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The review confirmed that lot 5409907 and the identified failure mode are not associated with any non-conformance or corrective and preventive action of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system on 13/may/2026 against "lot number" criteria equal "5409907" and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The count of complaint is 19 related with the same malfunction. See attached document "query 1836162." For similar complaints. Escalate to corrective and preventive action determination for statistical analysis. Device history record review: the lot 5409907 was manufactured according to the 4905115 version 45 and manufactured in the multivac08 and multivac12 on 04-dec-2022, with a total of (B)(4) units. Sub-assembly: assembly. The lot 5410460 was manufactured according to the 4905245 version 24 and manufactured in the quickset line on 01-dec-2022, with a total of (B)(4). The lot 5410462 was manufactured according to the 4905245 version 24 and manufactured in the quickset line on 02-dec-2022, with a total of (B)(4) units. Sub-assembly: tube gluing the lot 5410445 was manufactured according to the 4905078 version 37 and manufactured in the 4, 5, 8 machines on 27-nov-2022, with a total of (B)(4) units. The lot 5410446 was manufactured according to the 4905078 version 37 and manufactured in the 4, 5, 8 machines on 01-dec-2022, with a total of (B)(4) units. The device history record was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: device history record review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: photos were requested; however, none were provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot 5409907 were previously tested in the complaint (B)(4) on 30/aug/2023. The reference samples were visually inspected and tested for flow. All test results were within specifications. All test results were within specification as documented in the attached test report (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. Corrective and preventive action determination assessment - conclusion summary of complaint investigation: based on the above investigation, further investigation is required because the following threshold was met -3 or more complaints exist for the same lot and similar malfunction. A child investigation has been opened database inv. Statistical analysis result: after assessment of the failure via product trending over time, refer to attachment, with control charts, the risk has been deemed as within accepted limits. No further action is required. Corrective and preventive action determination = no corrective and preventive action required. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose level of 300 mg/dl, which was attributed to a bent cannula event on (B)(6) 2024.